Event description:
It was reported that 2 bd safetyglide¿ needle safety mechanism was broken. The following information was provided by the initial reporter: we had a safety incident here, with a bd needle on (B)(6) 2023 that we need to report. On (B)(6) 2023 a staff member gave an injection to a patient using a bd safetyglide 25g x 5/8 needle (batch 2116767). After the procedure she used her thumb to engage the safety device, the needle bent and instead of the device covering the needle, the needle was sticking out of the end. Neither the patient nor the staff member were injured.

Manufacturer narrative:
H6: investigation summary: five photos were provided to our quality team for investigation. Through visual inspection, it was observed that the needle is bent, and the safety mechanism is also damaged. Based on the investigation with the photo sample analysis the symptom reported is confirmed. This defect could occur if the hinge/latch were not assembled properly and not detected in the next processes. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. H3 other text : see h10.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd safetyglide¿ needle safety mechanism was broken. The following information was provided by the initial reporter: we had a safety incident here, with a bd needle on (B)(6) 2023 that we need to report. On (B)(6) 2023 a staff member gave an injection to a patient using a bd safetyglide 25g x 5/8 needle (batch 2116767). After the procedure she used her thumb to engage the safety device, the needle bent and instead of the device covering the needle, the needle was sticking out of the end. Neither the patient nor the staff member were injured.